Manufacturer narrative:
D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when taking a blood gas sample from the umbilical cord, the doctor pricked himself after having activated the needle safety device. The needle went through the safety system. In a second test, another device was used, the problem occurred again. In addition, users described a frequent mismatch of the needle on the syringe, also preventing the use of the device. There was patient involvement, no patient harm, and clinician harm/adverse event reported.

Manufacturer narrative:
Investigation codes: updated investigation summary: received for investigation one needle-needle pro device in a non-ICU medical container. No original packaging was included. Customer stated the product was 4698pe, but a lot number was not provided. Visual inspection of the returned sample showed the needle was protruding out of the needle-pro, thus complaint confirmation. Upon closer inspection it was noted that the needle-pro assembly was slightly bent at an angle. Typically, an audible click can be detected when the device is fully secured. The compromised needle-pro assembly was confirmed, it was not possible to determine with any certainty how it occurred. No lot number was provided, so the maintenance logs could not be reviewed for entries that might have been relevant to this complaint. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.